Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was 500 mg/dl. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit where bg was treated with intravenous insulin and saline. The customer was discharged on (B)(6) 2026 with no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.